Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away. Cause of death is unknown. Outcome related to device or therapy was not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported the patient passed away on (B)(6) 2021. The cause of death is unknown. The outcome related to device or therapy was not provided by the customer. Additional information from the vad coordinator revealed that the device operated as expected and will not return for evaluation. No product is available for investigation. The heartmate 3 lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.